Event description:
Boston scientific received information that that patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead presented to the hospital after receiving two shocks the day before for atrial fibrillation (af). Upon device interrogation a fault code was present indicating a shock had been delivered into a shorted condition. The device was also a end of life (eol) due to a charge time-out. A boston scientific technical services consultant discussed replacement of the crt-d and rv lead. No adverse patient effects were reported.

Event description:
Additional information received indicated a revision procedure was performed and the device was explanted. An x-ray had been taken prior to the procedure and the terminal pins appeared to be properly inserted into the device header. There was still suspicion the lead is compromised, however the patient remains on the heart transplant list and only the device was replaced. A painless shock impedance test was performed with a reported measurement of 32 ohms. There has been no high energy testing performed on the new device system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that there were no plans for intervention because the patient is on the heart transplant list. The patient planned to be discharged per the health care professional (hcp). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.